Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 432mg/dl at the time of incident. Customer was treated for high blood glucose and they declined to troubleshoot. The customer stated that the auto mode feature was not active. The insulin pump will not returned for analysis.